Event description:
According to the available information the patient, following bladder catheterization during surgery, arrived in the recovery room with bladder pain. An attempt was made to flush the bladder to possible obstruction, the catheter was removed and at that moment it was noted that the tip was incomplete, that is, it had no tip. The catheter was removed. It was also noted the urinary catheter was inserted following surgery, and the balloon was inflated, obviously deflated before removal. It was noticed afterwards, during various tests, that the balloon did not inflate perfectly all around the catheter but only on one side. Thinking that the tip was still in the bladder, the patient underwent cystoscopy, after which a new catheter was inserted.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.